Event description:
It has been reported to philips that the system will not start. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the sbc board cmos battery of the host pc. The fse replaced the sbc board cmos battery and returned the system to use in good working order.

Manufacturer narrative:
No additional information has been received.